Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during cup placement, surgeon was impacting the impactor and the end broke off. There was no loss of time.

Event description:
Additional information received states that the rear of the impactor rotates to position the cup. This end also takes the force of the impaction but is secured by a small threaded neck. The neck broke. There were no adverse effects on the patient.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, g1 (manufacturing site name). Corrected: h6 (health effect - impact code, clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "it was reported that during cup placement, surgeon was impacting the impactor and the end broke off." The product was not returned to medtech orthopaedics, however photos were provided for review. See ¿(B)(4) device photo ad 16 jan 2025¿. The photo investigation revealed that ¿221750041, pinn straight cup impactor¿ had broken end cap. The fracture characteristics are consistent with rotating bending fatigue from off-center irregular impactions which may accelerate fatigue crack propagation over multiple impaction cycles. Consistently impacting the device in the center of the cap may diminish the risk of fracture, however, lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Additionally, the overall appearance of the device is well used. There are no design changes identified that reduce the risk of this incident without the introduction of new risks while maintaining the intended function of the device. With the available data and understanding of the surgical process, no change to the design of the devices are proposed. The risk associated with the devices is reduced as far as possible and is outweighed by the benefits of their usage. Complaints will be monitored in the post market surveillance process. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the pinn straight cup impactor would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to end of life and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.